Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient treatment with a revaclear 300 dialyzer, an internal blood leak was observed. Treatment was discontinued. A new treatment was initiated and another internal blood leak was observed. Treatment was discontinued. There was no patient injury or medical intervention associated with this event. No additional information is available.